Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s freestyle libre 3 plus sensor could not pair with the ilet system because the sensor was already associated with the freestyle mobile application on a different phone, preventing the ilet app from scanning and receiving cgm data. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included review of pairing status through the ilet app workflow and user-guided troubleshooting. Investigation of this case revealed that the prior pairing of the sensor to the freestyle app caused incompatibility with ilet until a new sensor was applied; the ilet hardware and software operated as designed once a new sensor was started. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing on a non-ilet application.